Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and tortuous artery causing the reported failure to advance. Continued resistance with the anatomy was experienced during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was the treat a lesion located in the left anterior descending coronary artery that was both heavily calcified and tortuous. A xience skypoint stent delivery system was attempted to deliver to a lesion, however, it failed to cross due to the anatomy. Resistance was noted during removal of the device. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott 2.5×15 stent system was attempted, but failed to cross the lesion as well. Then a drug coated balloon was used to complete the procedure. No additional information was provided.